Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) returned for evaluation following the reported event of a controller and modular cable exchange due to damage to the modular cable and driveline power fault alarms. The system controller was functionally tested, and it was found that fuse f6 was electrically open. This is consistent with damage to the modular cable. The fuse was replaced, and the system controller was functionally tested and passed. Log file data was reviewed from the reported event date of 30may2025, and captured controller internal fault alarms due to the open fuse. The controller from supported the system as intended while the driveline was connected, and no other issues with the system controller were observed in the log files. Provided information indicated that the patient¿s dog had chewed on the modular cable, and it was determined that this was the root cause of the reported event. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 5, entitled "surgical procedures", provides instruction on the pump explant procedure. The heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was found to have a blown fuse consistent with modular cable damage.